Manufacturer narrative:
(B)(4). The customer reported the suspect avea ventilator is available for analysis and has requested onsite field service repair by carefusion . At this time, carefusion has arranged for a site visit a follow-up report will be included once the evaluation has been completed.

Event description:
The customer reported an unresolved low volume issue while in use on this avea ventilator with a patient. The customer reported no patient harm.

Manufacturer narrative:
The field investigation was completed but the report submission was not submitted. This was identified on (B)(6) 2017. The field service engineer (fse) went on-site to evaluate the suspect device. The fse isolated the exhalation rubber manifold as the cause of this event and was able to re-work the component. The fse performed use testing and the operational verification procedure testing of the device, which the device passed. No parts were replaced so no further component investigation is expected to be performed.